Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
A catheter revision was done. The device system was delivering bupivacaine and dilaudid. Additional details regarding the catheter revision were not reported. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.